Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked reservoir tube, broken battery tube threads. However the test battery cap fit with battery tube threads. The insulin pump also had missing reservoir tube o-ring, broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock in place. The insulin pump passed idle current test, run current test, self test, off no powertest, a21 error test, prime test, excessive no delivery test,displacement test and rewind test. No excessive no delivery alarm noted. Unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was damaged at the battery tube threads. The blood glucose reading was not known. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.